Event description:
This customer reported an issue during pacing. There was no report of any negative patient impact.

Manufacturer narrative:
(B)(4): the customer reported an issue during pacing. There was no reported of any negative patient impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.